Event description:
It was reported that the patient underwent internal fixation for 2 vertebral fractures surgery. During the surgery, there were two screws found slipped and could not be used anymore. The surgeon had to change to others to complete the surgery. The products were used in the patient. The patient¿s current status was normal. The issue lead to prolonged operation. Additionally threads were found missing in screw and set screws.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Product analysis: macroscopic and optical examination revealed thread crest damage; this damage appears to be consistent around the thread. Functional evaluation with sample set screw was able to be fully engaged. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.